Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 13-may-2024, it was reported by the patient that infusions set fell off within three days of use. No further information was available.